Event description:
Information was received that while a smiths medical ventilator was in use with a cardiac arrest patient, it stopped working. Unspecified medical intervention was noted to have been required. The patient's pulse rate lowered after the incident.

Manufacturer narrative:
One pneupac® parapac® ventilator was received in good condition. Initial testing ran for six hours with varying settings showing no discrepancies. Device was observe to pass all functional testing. Based on the evidence there was no fault found as the complaint was not confirmed.

Manufacturer narrative:
Additional information was provided by the customer on (B)(6) 2019. They provided information that device undergoes functional testing each morning. However, the device has not been serviced. No alarm was active during the incident. The incident did occur while in use with a patient. Patient was taken off of the device and manual ventilation was conducted. During which, endtidal, color of skin and pulse rate were used to monitor the patient throughout. It is unknown whether patient survived the incident.